Event description:
During a procedure on (B)(6) 2023, the cadiere forcep was noted to have a broken, frayed wire. The instrument was functioning appropriately and was used to complete the case with no issues to report. After the case, the instrument was tagged and sent to spd(sterile processing department) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.